Event description:
"(B)(6), we had a cd001 inzii pouch come undone at the seam when the surgeon tried to pull it out. He was trying to get it out of a fairly small opening but it still shouldn't have come undone. Some of the contents fell back into the patient and in between layers of fat. It could have been very difficult to locate, but they were able to get it all fairly quickly. The lot# was 1188065. They were unable to save the pouch. Thanks, (B)(6)."

Manufacturer narrative:
No product is being returned for evaluation but lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.